Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently imaging demonstrated that the filter with its apex at the l1-l2 level. Approximately nine months post filter deployment, patient was scheduled for filter retrieval. Cavogram was performed and it revealed concentric extrinsic narrowing or stenosis of distal inferior vena cava was noted and no evidence for definite iliac thrombus. There may be eccentric thrombus or mild intimal irregularity near apex of filter. The mild intimal irregularity or adherent thrombus at level of filter. Given the small burden, it was decided to attempt filter removal. Using a snare, the hook of the filter was engaged and 60-70% of filter could be easily restrained within sheath but significant resistance to restraining entire filter, with considerable amount of traction filter was finally pulled into sheath. Then filter was removed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately nine months post filter deployment, the patient reportedly experienced thrombus at the level of the filter. The device was removed percutaneously. The current status of the patient is unknown.